Event description:
It was reported that on 25 july 2024, a 22mm amplatzer atrial septal defect (asd) occluder (lot#8293115) was chosen for implantation into an asd utilizing a 9f amplatzer torqvue delivery system (lot: 9038385). During deployment, the occluder deformed into a cobra shape. The occluder was removed and a replacement 22mm amplatzer asd occluder (lot: 8293115) was implanted successfully utilizing the same 9f delivery sheath. There were no patient consequences. The deformed occluder was never released from the delivery cable, there were no bends or kinks in the delivery system, and no interaction with cardiac structures.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The correct delivery system was used and no anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.